Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 497 mg/dl. Spoke with the customer, and she stated that she experienced headaches and nausea as well. The customer stated that she got a no delivery alarm, and when she removed the infusion set, the cannula was bent. The customer was unable to troubleshoot at the time of the call as she was driving. Advised the customer to call back to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.